Manufacturer narrative:
(B)(4). Method: the expiratory limb of the complaint breathing circuit was received and was visually inspected, pressure tested and immersed in a water bath to check for leakage. Results: visual inspection revealed that the expiratory limb was damaged near the proximal connector. The pressure test confirmed that the expiratory limb was out of specification and the water bath showed that the location of the leak was a puncture hole in the limb. A lot check was not performed as a lot number was not provided. Conclusion: the damage to the evaqua expiratory limb appears to have been the result of crushing and/or stretching of the tubing. All rt236 breathing circuits are pressure tested for leaks prior to distribution. In addition tubing weight and bond strength tests are performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. The subject rt236 infant breathing circuit would have met the required specification at the time of production. The customer had reported that leakage only occurred after three days of use, which suggests that the damage had occurred at that time. The expiratory tube of evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing can be more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by sharp objects and circuit hangers. The user instructions that accompany the rt236 infant breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported to a fisher & paykel field representative that an rt236 neonatal breathing circuit 'broke' after three days of use. No patient consequence was reported.